Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from all of the ports. This event occurred after the device had been compounded with an intralipid solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted the top of the port tubing was detached from the inside of the bag and protruding outside the back of the bag on all of the ports. Functional leak testing was performed by filling the bag with water and a leak was noted at the seam. The reported issue was confirmed, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.